Event description:
This report is to advise of event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form received. External insulation abrasions were found at 6.5-6.8cm and 11.6-12.4cm from connector pin and at 45.5-46.5cm and 48.5-49.7cm from tip electrode, consistent with lead friction to ICD can. Etfe coating was abraded at 11.6-12.4cm from connector pin. Internal insulation abrasions were found at 7.0-7.8cm, 10.5-11.3cm, 12.1-13.1cm, 13.5-14.0cm, 15.4- 16.0cm, and 27.0-27.7cm from tip electrode. Internal insulation abrasions under svc shock coil were noted at 25.3-25.6 cm and 26.2-26.4cm from tip electrode. Etfe coating intact. No complaint received with return. Failure found in analysis.